Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill sleeve in question was a brand new replacement part for a damaged one in mmd-5(matrix mandible plating system set). When they checked the product again, it was very hard to insert a drill through the drill sleeve because it stuck at the tip. They tried the same thing with another drill sleeve of the same lot number and it went smoothly. The product in question could be defected. No patient involvement was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient information reported. Device is an instrument and is not implanted / explanted. Device history records was conducted. The report indicates that the manufacturing date: 29. Jan. 2014. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (part number 03.503.047, drill sleeve¿long for matrix mandible). The subject device was received with no visible signs of damage. Pass-through function testing was performed on the subject device. The subject device passed the function testing without any reference to the complained condition of ¿very hard to insert a drill through the drill sleeve because it stuck at the tip.¿ the complaint condition could not be duplicated or confirmed. No manufacturing-related fault was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.